Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead confirmed that the distal tip was bent at a 19 degree angle between the helix housing and electrode ring. Additionally, dried blood was noted in the helix mechanism up through the lead's lumen. The helix was not able to be extended, due to the dried blood in the helix mechanism. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or upon completion of analysis.

Event description:
Boston scientific received information that during a follow-up one day post-implant, this lead was found to have loss of capture and unacceptable lead measurements. A revision procedure was done and this lead was explanted. Upon explant, visual inspection revealed that the lead was fractured. A new lead was successfully implanted. This lead will be returned to boston scientific for analysis. No adverse patient effects were reported.